Event description:
The facility had sent an infusion pump to service where a baxter service technician had discovered a failure code 812:02 in the event history. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.